Event description:
The customer reported an error with a continuous glucose monitor, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, which resolved the issue, and they successfully started their sensor session.